Manufacturer narrative:
Additional information was received for the device and initial reporter. This supplemental report is being submitted to provide this information. The customer decided to buy a new device to replace this one. Device was returned to customer unrepaired. No additional information is available for the event.

Manufacturer narrative:
The device is returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, g3, g6, h2, h3, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The reported issue for the device was the serial digital interface (sdi) input ports were not working. Upon inspection and testing, it was found that the issue occurred because the sdi-signal could not be displayed due to a failure of the qb-pcb board. The cause of the qb board failure could not be exclusively identified. It is considered to be an accidental failure because it is not prone to multiple incidents.

Manufacturer narrative:
Additional information is not available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device serial digital interface (sdi) input ports were not working, though the component port was functional. There is no reported harm to any patient.